Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during unpacking, the 2.75 x 38 mm xience alpine stent delivery system (sds) was removed from the hoop and placed on the prepping table for use; however, when the protective sheath was removed, there was some resistance and the stent implant dislodged. The stent implant got stretched during removal, as it was stuck in the protective sheath. A new 2.75 x 38 mm xience alpine sds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported dislodged stent was unable to be confirmed. The reported difficulty to remove sheath was unable to be replicated as the sheath was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported difficulties cannot be determined.